Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump unable to prime during prime a33 test due to faulty connector pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. Motor passed motor test. Pump received with cracked case at display window corner, battery tube threads, broken reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. The caller did not provide the blood glucose reading. Nothing further reported.